Event description:
A ventilator was returned to factory authorized service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device an error code depicting a ventilator inoperative was discovered. The device's machine flow sensor, system board, blower assembly and the blower chassis plate were replaced to address the issue.